Event description:
Report received via medwatch ((B) (4)) from the FDA to report: after treatment with juvederm in the upper lip, the pt experienced burning, stinging, swelling, erythema, rash, and skin sloughing of skin on her lips since that time. The pt had been treated for herpes with topical and oral acyclovir, and for staph with smx with no change. The pt was on xanax and ambien prn at the time of the event. The pt has a history of penicillin allergy. No pt or physician info was provided and f/u is not possible.

Manufacturer narrative:
(B) (4).